Event description:
Complaint # (B)(4).

Manufacturer narrative:
It was reported that during the insertion of hls cannula, the white guide broke at the tip, and that makes removal procedure more difficult. Patient data could not be provided by customer. No consequences for patient was reported. No harm to any person was reported. Sample investigation could not be performed as the product was discarded by customer. However, maquet cardiopulmonary gmbh is aware of similar complaints and therefore the complaint could be confirmed. Exact cause of the reported failure could not be determined with provided information. Neither a photograph, nor a sample was provided by customer. However, the reported failure is identified as part of the current risk assessment file and the most probable causes are associated to: 1. Manufacturing: - inappropriate assembly of components 2. Logistics: - mechanical damage of product due to vibration and impact during transport and storage - loosening of handle from introducer due to vibration and impact during transport and storage 3. User: - loosening of handle from introducer these root causes could not be confirmed. The production history record (DHR) of the affected be-pal 1723 with lot# 3000446766 was reviewed on 2025-12-26. According to the DHR result, the product be-pal 1723 passed the defined manufacturing and final release specifications. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Besides, the incoming inspection reports of the affected components griff (handle) (batch # 3000381609) and introducer (batch # 3000432186, 3000432188 & 3000432189) were reviewed on 2025-12-26. The griff (handle) was checked visually for particles, pressure marks, rills, streaks, sinks, fat, dirt, blur, cords, scratches, burrs, bubbles and also measured for diameter (inner). The introducer was checked visually for ridges, sharp edges, cracks, streaks, dirt, spots, bubbles and also measured for diameter (outer). All tests were passed as per specifications. Further, the incoming inspection reports of the glue (loctite) was also reviewed on 2025-12-26 and there could not be found any non-conformities that could cause to reported failure. The review of the non-conformities has been performed. It does not show any non-conformity in regards to the batch numbers of reported components with related to the reported failure. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during the insertion of hls cannula, the white guide broke at the tip, and that makes removal procedure more difficult. No consequences for patient was reported. No harm to any person was reported. Since the failure was occurred during treatment and could cause to hazardous situation vessel damage, the complaint is reportable. Complaint # (B)(4).